Event description:
It was reported that pump displayed minimum fill notification along with additional alarms while customer was attempting to load new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge, removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully completed cartridge load and resumed insulin delivery with guidance from technical support.